Event description:
It was reported that cardiac tamponade was found post implant by echocardiogram (echo). The leadless implantable pulse generator (ipg) was deployed three times during the implant procedure. The first and second deployment had poor parameters. The third and final position was in the mid septum. Post- implant and wound closure, echo was done and cardiac tamponade was found from perforation. The patient¿s blood pressure dropped to 60/40 and heart rate went from 52bpm (beats per minute) to 140bpm. A drain was placed and the patient monitored in the intensive care unit (ICU) for one night in stable condition and discharged a few days later. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.